Event description:
It was reported that the procedure was to treat an internal carotid artery. An emboshield nav6 filtration element could not be loaded into the delivery catheter. The filter stuck at the tip of the delivery catheter and could not be pulled into the pod. A second nav6 was advanced to the lesion and deployed; however, the filter and bare wire migrated to the common carotid due to the non-abbott shuttle sheath that was being used. The filter was immediately retrieved with the shuttle sheath. Another nav6 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for filter migration reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.